Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3010 tw power supply would not turn on at the beginning of the procedure. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the hanger was bent and there was a small puncture on the top surface of the unit. A pre-cautery test was performed on the device with a reference vasoview hemopro harvesting tool and extension cable. Both led lights turned green upon turning on the power supply. However, the device did not pass the pre-cautery test; the tool did not produce energy or steam and the unit did not beep. Based upon these findings, the reported failure, "no power" was confirmed. (B)(4).